Event description:
Spiro would not properly connect to blue, non-pvc tubing. Tried different tubing and a different spiro and had the same issue where spiro didn't "lock" and could be removed from the infusion tubing. FDA safety report ID# (B)(4).